Manufacturer narrative:
D9: the catheter was received on 2021-jul-14. The pump was not returned. H3: the returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified twisting in the catheter and an area of compression on the catheter body. Visual inspection had also identified a break in the catheter. H6: the results code c13 (114) pertains to the analysis finding of catheter body having been found to have twisting that may have affected in fusion. The results code c07 (180) pertains to the analysis findings of broken catheter body and compressed areas having been identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# 0208011553 implanted: (B)(6) 2014 explanted: (B)(6) 2021 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a manufacturer's representative on 2021-jul-05. It was reported that the pump was not deemed defective and would not be returned by the customer.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, lot# 0208011553, implanted:(B)(6) 2014, explanted: (B)(6) 2021, product type catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: 0208011553, ubd: 14-jan-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving compounded baclofen (2000 mcg/ml at 150 mcg/day) via an implantable infusion pump. The patient's medical history included cerebral palsy and hiatus hernia. It was reported catheter access port (cap) aspiration was unsuccessful on (B)(6) 2021 using fluoroscopy. The catheter tip appeared to be south facing. During a pump replacement due to elective replacement indicator (eri) on (B)(6) 2021, the catheter was found to be broken on the spinal segment. The patient had limited effect from the pump and was not receiving adequate spasticity relief. The catheter was replaced and would be returned. The issue was resolved and the patient status was alive - no injury. Reported contributing factors included hyperlordosis. No falls had been reported. Further complications were not reported.